Event description:
It was reported by the customer during a clinical use that the cardiosave intra aortic balloon pump (iabp) the autofill failure alarm was present. There was no patient harm reported.

Manufacturer narrative:
The fse reported that error couldn't be reproduced. In logs fault nr 37, autofill and gas loss alarms present from the date of event. The fse suspect ballon to be faulty after assessing the issue. Device passed all performance tests according to service manual. Device was returned to customer and cleared for clinical use. No parts to return. Related to iab ballon complaint for autofill and gas loss issue iab: (B)(4).

Manufacturer narrative:
Updated fields: b3,b4,b7,d10,g3,g6,h2,,h11

Event description:
N/a